Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on welded cap, on the port face and inside the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration, and nonconforming for cut. No abnormal sound was observed. During actuation, it was observed that the rotational orientation of the inner cutter is nonconforming. Probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks at bend area, cutting edge and several other areas on the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, potentially caused by the inner cutter rotational orientation being non-conforming. The complaint evaluation did not show any abnormal sound therefore an abnormal sound as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned sample did not show an abnormal sound and confirmed the reported cut failure and non-conformance records have been initiated related to the inner cutter rotational orientation. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of the probe occurred, and abnormal noise was heard from the cutter during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).